Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The motion control board was replaced and the issue was resolved the system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was no gantry movements. There was no patient present.

Manufacturer narrative:
The motion control was returned to the manufacturer. Functional testing found that the component there was no motion when the part was connected to a known good system. The part was found to be malfunctioning. If information is provided in the future, a supplemental report will be issued.